Manufacturer narrative:
Concomitant medical products: product ID 3889-33, lot# va1aekn, implanted: (B)(6) 2016, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the stimulator used to be straight and is now slanted. Either the wire or edge of the stimulator position is slanted. The fall caused the wire to be closer to the skin. The patient does not want any further appointment until covid is less of a threat. They turned off the device and the device is slanted but less pain now.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot#: va1aekn, implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 08-sep-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor therapy. They reported that they fell off their bike and landed on their stimulator. They turned stimulation off and still had pain when they bent, sneezed, and moved. They felt fine when they were not moving. They could feel that the stimulator had moved and felt/saw a 'wire that was closer to the skin'. They caller their doctor who suggested following up with a manufacturing representative 'in a week or two'. The patient thought this issue should be addressed by the doctor and asked if there was anything the rep could do to resolve it. Patient services reviewed the issue was more medical in nature and redirected them back to their doctor to address the pain and issues.